Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on properly. The cause for the failure was isolated to contamination inside of the monitor. Contamination was evident on the jtag table board which caused n_manual_rst line to short. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.